Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The device was returned and an image was provided for review. Based on the image provided, a balloon rupture cannot be confirmed. Based on the evaluation results, the investigation is confirmed for a kink, which resulted in a crack, allowing fluid to leak from the balloon. However, as no ruptures in the balloon material were identified, the investigation is unconfirmed for material rupture. The crack in the polyimide was likely a result of the kink. However, the definitive root cause for the kink could not be determined based upon available information.

Event description:
It was reported that the pta balloon ruptured during the first inflation at 16atm. There was no retraction difficulty. Another pta balloon was used to complete the procedure. There was no patient injury.